Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event and no instrument errors were observed. Improper centrifugation as well as issues regarding the integrity of the sample collection tubes used cannot be ruled out as potential causes of the event. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required. Mdrs 9610806-2021-00019 and 9610806-2021-00021 were filed for additional discordant results obtained on (B)(6) 2021 and (B)(6) 2021 on the same bcs xp system.

Event description:
Discordant, falsely elevated and potentially falsely low activated partial thromboplastin time (aptt) results were obtained on two different patient samples on a bcs xp system using pathromtin sl reagent. The discordant results were not reported to the physician(s). The correct repeat results were reported to the physician(s). The customer did not provide the actual correct result for one of the patient samples. There are no reports of patient intervention or adverse health consequences due to the discordant activated partial thromboplastin time (aptt) results.